Event description:
It was reported that the insulin gauge on the pump displayed an amount different than expected, with the caller experiencing a fill estimate issue. The actual display was 17 units, while the caller expected 100 units, but after troubleshooting, this was resolved to 110 units, which was within normal expectations. There was no adverse impact to the customer¿s blood glucose level. The caller received assistance from customer technical support (cts) to reload the cartridge and was instructed to deliver a 10.2 unit bolus to see the updated insulin estimate, resolving the issue.